Event description:
Patient wife came out to notify rn (registered nurse) of patient chemo becoming disconnected. Upon assessment, chemo connector disconnected from injector on port site while oxaliplatin and leucovorin infusing. No spill occurred. Patient was lying in bed during time of disconnect. Drugs taken to pharmacy and new connector applied to flush line. Oxaliplatin and leucovorin resumed and infused without further complication. No further needs or questions. Lot number not identified, thrown away upon original application prior to event occurrence.